Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by the field clinical specialist (fcs), 4 years, 8 months and 20 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve required intervention due to stenosis. A viv was performed. The mean gradients have progressively worsened since 2020. The patient described symptoms as generalized weakness and hypotension which were worsening. The patient is a high surgical risk (sts score 24%) and the heart team decided a viv was the patient's best option. Per information received via email, the patient was previously unresponsive to warfarin. The tee from 2023 was consistent with severe, calcific bioprosthetic as.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As a technical summary written by edwards applies to this complaint event, a full engineering evaluation is not required. Review of the IFU is captured in the technical summary. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for calcification was unable to be confirmed as no medical record or relevant imagery was provided for evaluation. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, 'the tee from 2023 was consistent with severe, calcific bioprosthetic as'. In this case, calcification may be manifested as thickened leaflet resulting in stenosis as report. Per provided information, patient had history of hypothyroidism, hyperlipidemia, and ckd (chronic kidney disease). Hyperlipidemia and ckd are well-known risk factors for developing bioprosthetic valve calcification/stenosis. Hypothyroidism was an association between thyroid function and valvular sclerosis. Aortic valve sclerosis can raise the calcium level in blood stream, which can also accelerate the valve calcification resulting in valve stenosis. As such, available information suggests that patient factors (hyperlipidemia, hypothyroidism, and ckd) may have contributed to the reported event. The technical summary is applicable to this complaint because valve calcification was likely due to patient conditions. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.